Manufacturer narrative:
H10: the device was received for evaluation without the tip protector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing including clear passage and pressure testing, and the set performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set was ¿hard to flush¿ during infusion. The extension set was changed, and the operator was able to flush the new set without resistance. There was no report of patient injury or medical intervention associated with this event. No additional information is available.